Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post sensed t wave over-sensing and delivered inappropriate shock. Programming changes were suggested but no intervention was reported. Patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that programming changes were made, and patient condition was stable.

Manufacturer narrative:
Correction: the first notification date should have been reported as 04 aug 2025, as informed by the representative.